Manufacturer narrative:
Concomitant medical products: serial#: (B)(4), implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right ventricular (rv) lead also exhibited high thresholds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.